Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient had low blood glucose levels and had sought medical attention from emergency medical technicians (emt). No further information has been available as to this event.